Event description:
Info received via complaint form is indicated as follows: "-3 ett tubes found to be kinked upon bending."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the returned samples and info provided by customer. An analysis on the representative sample showed that it met specification as product passed the relevant tests and the tube dimensions and hardness were found to be within the established specification. Returned sample was closely examined. No sign of kink or distortion on the tube surface that could potentially lead to tube collapse during use could be detected. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. This complaint will be closed. Further complaints will be monitored for trends. No add'l info is expected. (B)(4).